Event description:
It was reported that patient underwent total left knee arthroplasty on an unknown date. Subsequently, patient is being considered for revision for an unknown reason, however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.